Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: injuries or adverse event: no. Reported issue: indicates the clinical team has reported that the mechanism for retracting the needles is not working. He wants to inform about the retracting needles and request they investigate to let him know if there has been similar issues with this item from other accounts or if there has been any recalls. They have already depleted the lot number impacted 4305281 so they don't not have any on hand.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4305281. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.